Manufacturer narrative:
Additional information was received and it was learnt that upon the insertion of the intraocular lens (iol) into the patient's eye, it was noticed that there was something wrong with the rim of the lens. The outer edge of the optic looked damaged. The damage was described as a marking, but not a scratch. Because the damage was not in the patient's visual field, the iol was left implanted. Patient was reported doing fine. The description of the (B)(4) in evaluation codes. Patient code was updated to: marking on the outer edge of the lens optic device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
If implanted; give date: n/a as the lens was inserted and removed. If explanted; give date: n/a as the lens was inserted and removed. (B)(4). Other, unspecified visual damage in the center of the lens. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after insertion into the eye of an intraocular lens (iol), model pcb00, a visual damage was noticed in the center of the lens. Reportedly, the lens was removed and replaced during the same surgical procedure, with another pcb00. The replacement lens was reported being fine. No further information was provided.